Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and a lead impedance out of range alert triggered. An out of tolerance subthreshold lead impedance alert occurred on (B)(4) 2014. Maximum ventricular pace impedance rises from 760 ohm the week ending (B)(4) 2014 to greater than 2400 ohm the week ending (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to high impedance on the right ventricular (rv) lead. Thresholds also started to rise above the historical trend. Fracture was suspected. Reprogramming was performed and subsequently the pace/sense portion of the lead was replaced. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).